Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station refrigerator lock is broken. The customer stated that malfunction occurred when they try to dispense medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #, medical device serial # and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager got detached from the refrigerator. A field service engineer reattached smart remote manager and hasp to the refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station refrigerator lock was broken. The customer stated that malfunction occurred when they try to dispense medication. There were no adverse events or injuries reported based on this incident.